Event description:
Healthcare professional reported "ruptured". This record for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d6a. Date of implant: "took a ruptured set out of a patient yesterday- 31yr old implants." E1. Zip code continued: (B)(6). Additional, changed, and/or corrected data: a5, a6, d3, d4, d6a, d6b, e1, g1, h3.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.